Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms intermittently occurred while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose (bg) level was ¿high¿, per the continuous glucose monitor (cgm) meter reading. A correction bolus was delivered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.